Manufacturer narrative:
Additional product codes: mnh, mni, kwq, kwp. A device history review was conducted. The report indicates that there were no issues during the manufacture that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery, the doctor placed a 6x40 screw on left l5, looked at it through an x-ray and decided to remove it and put it on again. When he was placing the screw again, it broke, the tip of the screw remained in the screwdriver and the other part remained in the patient¿s body. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: as received condition: the matrix screw and components exhibit post production/acceptance damage that includes: the body/collet separated from the screw. The thread on the screw is completely peeled away from the end and there are nicks an scratches on the face; also, there is visible flattening in the blasted area. All described non-conformities/damage is not related to the manufacturing process. Per the technique guide, the body/collet assembly is designed to assemble and dis-assemble from the screw. The spherical internal and outer diameters could not be measured because the collet is in its manufactured split condition and the screw could not be measured because the spherical diameter can only be measured after anodize but prior to bead blast. The complaint is unconfirmed because the product performed as designed. A review of the device history records found no issues that would have contributed to this complaint. No manufacturing related failure could be detected. A material or manufacturing related condition can be excluded; neither a manufacturing nor a design related failure could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.